Event description:
The facility reported an infusion pump with a failure code 814:04. The event was reported to have occurred during biomed testing. No record of any pt incident involving the pump since the last baxter service event.